Manufacturer narrative:
The customer reported that the two displays in use with the central nurse's station (cns) have gone black. There was no patient harm reported. The device was returned to nihon kohden and is pending evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the two displays in use with the central nurse's station (cns) have gone black.

Event description:
The customer reported that the two displays in use with the central nurse's station (cns) have gone black.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, bme (B)(6) reported the cns-6201a (pu-621ra sn:(B)(6)) displays went black. Service requested repair service performed the unit was cleaned and evaluated. The reported problem of " both displays gone black" was duplicated. Replaced the graphic card to resolve the issue. When the system was booted up after the graphic card was installed it kept looping. To resolve this issue both hdd's will need to be replaced. Replaced the graphic card, and 2 hard drives (hdd) resolved the issues. Tested and completed all steps in the maintenance check sheet per the service manual. The unit completed 5 days of extended testing and operates to manufacturer's specifications. 9000059587 graphic card 1 ea 9000006111a hard drive, 500gb, cns-6201 2 ea investigation result the cns warranty began 04/27/14, which is almost 4 years prior to the reported issue. The warranty ended on 04/27/16. Review of device history found previous tickets opened: (1) 300015499 reported (B)(6) 2015 in which customer requested assistance admitting a patient. This is not related to the current issue. (2) 300018867 reported (B)(6) 2015 in which customer requested help seeting up parameters on the cns. This is not related to the current issue. There was a reported issue with the cns display. Nka repair center evaluation determined issue was caused by failed graphics card. Evaluation also found issues with the hdd's. Performance and degradation of the hdd is affected by storage, handling, use, power, and other conditions at the facility. Cns-6201a operator's manual provides customer with recommended use, storage, and handling of the device. The issues with hdd could be detected during the performance of regular maintenance inspections every 6 months, as recommended in the cns-6201a service manual. The cns service manual provides a maintenance check sheet, which includes checking the operation of the unit and status of hardware information. Replacement of the graphic card and hdd is addressed in the service manual under section 3 "disassembly and assembly". The cns-6201a contains two hdd's to minimize risk of loss to device functionality upon hdd failure. Cns-6201a service manual advises that one hdd can be replaced without stopping monitoring. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. This issue is not suspected to be caused by a deficiency during manufacturing of the device. The issue occurred well past the warranty end date. Customer's internal maintenance of this device is not available. There is no record of nka servicing performed on this unit prior to reported issue. The root cause is determined to be maintenance needed. The issue was resolved by servicing the unit. The repaired unit was returned to the customer on (B)(6) 2018 and there were no further reported issues. Based on the given information, this issue is not suspected to be caused by deficient device design. Corrected information: g4. Date received by manufacturer: should be 03/02/2018 not 03/29/2018 as listed on MDR initial report.